Event description:
An optometrist reported that a pt, who was trial fit with focus night & day lenses, experienced breathing difficulties after wearing one day for daily wear with no lens care product involved. Upon questioning pt, he learned the pt had a previous history of allergic response to silicone 20 years previously which included respiratory infection. Lens wear was discontinued and within a week, the pt was treated with steroids for an upper respiratory infection. No further info is available at this time.